Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of receiving a "few" results of "0" on a cobas 6000 c (501) module for unspecified tests. The customer stated that when the samples were repeated on the same instrument, the results were correct. No specific results were provided. The results of "0" were accompanied by a "sample short" alarm. On (B)(6) 2017 the customer had 3 other patient samples where this issue occurred. The erroneous results for these 3 patient samples were not reported outside of the laboratory. There were, however, 2 patient samples tested on (B)(6) 2017 where this occurred and the erroneous results were reported outside of the laboratory. The customer only provided specific results for 1 patient sample tested for phosphorus on (B)(6) 2017. The initial phosphorus result was 0.01 mmol/l and was accompanied by a "sample short" alarm. The result went straight to the laboratory information system (lis) and was shown as 0.01 mmol/l. The result was validated and released. The repeat result was "approximately" 1.20 mmol/l. The customer stated the samples in question were in primary tubes and were not short samples. There were no clots or fibrin in the samples. The instrument maintenance is current. The field service engineer (fse) had been on site at the end of (b)64) 2017 and the sample probe and sample arm were replaced. No adverse event occurred. The phosphorus reagent lot number and expiration date were not provided. The fse visited the customer site and replaced the sample probe. The module was operating within specification. Investigation has determined that in very rare cases, a disturbance of the sample liquid level detection (lld) may occur due to fretting corrosion on the sample probe connector. This occurred due to a production change for the connector. In those cases where the disturbance of the lld occurs, the affected sample probe may dip into the sample material deeper than intended, therefore the sample probe may be not washed adequately, which may lead to carryover. The affected sample probe connector type has been changed in production to a new connector type. With that new connector type, the lld is ensured to fully function as specified. A guide for identifying potentially affected sample probes is being provided to customers. The potentially affected sample probes will be exchanged free of charge to customers. In addition, a workaround for this issue is being provided to customers to implement until their new probes are received.